Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had a connection issue during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, which confirmed the reported failure. During evaluation, the following reportable malfunction was also identified: scope communication error e226. A definitive root cause could not be determined. The investigation traced the issues to the device, but the specific cause remains unidentified. Scope communication error e226 was attributed to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.